Manufacturer narrative:
Device evaluation of belt sn (B)(4) is underway. The reported problem (damaged therapy electrodes) is being investigated. Root cause investigation is underway.

Event description:
A u.s. Contacted zoll to report that a patient had an irritation on his back that appeared as burns and welts. There is no allegation of a treatment shock or heat coming from the electrodes. A zoll support services representative visited the patient and reported that there appeared to be dried blood or rust on the therapy electrode. The patient's electrode belt was replaced. The patient's physician advised the use of a dry gauze over the affected area. Follow up indicated that the skin condition was the same. The final medical outcome is unknown.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged therapy electrodes) was investigated. The electrode belt ECG acquisition and pulse delivery cirucitry was tested and found to be fully functional. There is no indication of a product malfunction. There is no indication of any product problem that would have caused the reported irritation.

Event description:
A us contacted zoll to report that a patient had an irritation on his back that appeared as burns and welts. There is no allegation of a treatment shock or heat coming from the electrodes. A zoll support services representative visited the patient and reported that there appeared to be dried blood or rust on the therapy electrode. The patient's electrode belt was replaced. The patient's physician advised the use of a dry gauze over the affected area. Follow up indicated that the skin condition was the same. The final medical outcome is unknown.